Manufacturer narrative:
Additional information: upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to an unhygienic condition. Two days after event onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin injection (dose, route and frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy bag. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.